Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A medical director reported the "flap was not burned correctly with good applanation and pt interface docking". Add'l info has been requested. There are three medical device reports associated with this event. This report is for the first patient's right eye.